Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump indicated a data log corruption. Additionally, it was reported that the customer alleged the pump was displaying an incorrect amount of insulin on board. Customer declined to upload the pump in order for tandem technical support to review the pump logs. Customer's blood glucose level was 200 mg/dl. Reportedly, customer continued using pump for insulin therapy.